Event description:
Customer reported unit alarmed "minimum system shutdown". There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info by ohmeda japan office - 04/29/98 confirmation of reportable event - 07/23/98.